Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) failed to autofill. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce the issue. The iabp ran with the trainer without issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed to autofill. It is unknown the circumstances in which the event occurred, however there was no patient involvement and no adverse event reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) failed to autofill. There was no patient involvement, and no adverse event reported.